Event description:
As reported by the user facility: rn reporting that infusaid tubing was primed on vista pump. Blood was noted in IV tubing within 2 minutes and no fluid went in. Another pump was used for administration. Rn reporting that every time pump is used, blood is noted to come up the IV tubing. No IV tubing samples available. Reference MFR report 9610825-2014-00050.